Event description:
During remote follow up, under-sensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention was performed. The patient was stable.